Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that a stent damage occurred. The 90% stenosed target lesion was located in a mildly calcified and moderately tortuous distal circumflex artery. The vessel was engaged with a 5f non bsc guide wire and crossed the circumflex branch periphery. The lesion was pre-dilated with a 2.0x15 non bsc balloon catheter and then a 2.25x28mm promus element plus stent delivery system was advanced but was unable to cross the lesion. Another non bsc guide wire crossed the target lesion and another attempt to cross the lesion with this device but still it did not cross. A 4f non bsc guide wire was used as child catheter and the device was attempted to cross the lesion again, but still it did not cross. The physician removed the device from the patient and it was found that part of the device was lifted. The procedure was completed with another with same device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual examination of the returned device found that the hypotube was kinked at several locations along its length. Distal stent damage was also noted whereby a distal stent strut was slightly flared outwards. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. No other kinks or damage were noticed along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a stent damage occurred. The 90% stenosed target lesion was located in a mildly calcified and moderately tortuous distal circumflex artery. The vessel was engaged with a 5f non bsc guide wire and crossed the circumflex branch periphery. The lesion was pre-dilated with a 2.0x15 non bsc balloon catheter and then a 2.25x28mm promus element¿ plus stent delivery system was advanced but was unable to cross the lesion. Another non bsc guide wire crossed the target lesion and another attempt to cross the lesion with this device but still it did not cross. A 4f non bsc guide wire was used as child catheter and the device was attempted to cross the lesion again, but still it did not cross. The physician removed the device from the patient and it was found that part of the device was lifted. The procedure was completed with another with same device. No patient complications were reported and patient's status was good.